Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that they are having pump issues and wants a replacement. There is no reported adverse event with this complaint. This report is made based on the allegation of the unknown pump issue.